Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer was encountered a failure and not detected on communication bus. The customer reported that the malfunction resulted delay in dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie drawer 3.1 failed and was not detected on bus. A field service engineer had inspected the station and found all light emitting diodes (leds) illuminated, indicating proper operation. There was no failed storage space icon present on the login screen. The field service engineer launched the hardware testing application (hta) and exercised the drawers on the main unit but was unable to duplicate the reported error. To test the repair, the field service engineer verified drawer operation via hta and confirmed user access through the med application. The system functioned as intended after the field service engineer verified the device.